Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. Review of device history records identified no discrepancies relevant to the reported event. Medical records were received and reviewed. Review of the records indicates no deviation from surgical technique nor delays in the procedure. Postoperatively, the surgeon noted that it is suspected the subscapularis tendon was stretched. This may have been due to the fact that the patient was noncompliant post-operatively due to "history of pain medication and increased tolerance" and this may have compounded or led to the reported event. To improve rom, surgeon requested patient to continue pt. Review of x-rays conducted by the surgeon at 2 weeks, 6 weeks, and 3 months post-operatively indicated good position of the tsa prosthesis but slight anterior subluxation of the humeral head which may have been caused by the aforementioned noncompliance. There were no fractures or dislocations noted. However, root cause could not be definitively determined.

Event description:
It is reported that approximately two weeks post-implantation of a total shoulder arthroplasty, the patient experienced a pull in their operative shoulder while lifting a heavy load. Pain was additionally reported approximately six weeks post-operatively. Additionally, at three month post-operative follow-up, mild pain, instability, tenderness, and a locking sensation with overhead motion were noted. However, patient's condition was noted to be improving. No revision procedure has been indicated.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly. Concomitant medical product - biomet comprehensive mini stem catalog #113631 lot #718670, biomet comprehensive versa dial taper adapter catalog#118001 lot #302350, biomet hybrid glenoid post with regenerex catalog #pt-113950 lot #000120. This report is number 4 of 4 mdrs filed for the same patient (reference 1825034-2016-05064/1825034-2016-05041/1825034-2016-05053/1825034-2016-05066). Remains implanted.

Event description:
It is reported that approximately two weeks post-implantation, the patient experienced subluxation while lifting a heavy load. Pain was additionally reported approximately six weeks post-operatively. No revision procedure has been indicated.